Event description:
Technician found head hi/lo drifts.

Manufacturer narrative:
Technician replaced valve to resolve issue. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.